Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected off no power alarm occurred without a low battery indicator. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 204 mg/dl. Customer stated that the pump has been losing its charge and just got a motor failure. Customer noticed a nick where the reservoir goes in. Customer reported that her battery keeps running out quickly. Customer was able to complete the rewind sequence and the insulin did come out. Customer does not use the sensor feature on the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.